Manufacturer narrative:
(B)(4). Device evaluation: the report that the catheter leaked could not be confirmed. Returned was a 2-lumen catheter marked 7fr x 60 cm on the juncture hub. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The opposite end of each lumen was occluded during testing. No leaks or crossovers were observed in either lumen. A review of the device history records did not reveal any manufacturing related issues. No problem was found on the returned sample. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that prior to use on the patient, a flush test was performed on the catheter. However, solution leakage from the insertion site was confirmed during use. As a result, the catheter was removed and replaced with a new one. There was no reported delay, death, or complications to the patient as a result of this occurrence.